Event description:
It was reported that noise was observed on the carelink transmission. Several of the fast vt episodes and atrial fibrillation episodes appear to be recorded due to noise. The recorder remains implanted and in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.